Manufacturer narrative:
Evaluation of the returned smart coil was unable to determine the root cause of the reported difficulty detaching. Evaluation confirmed that the embolization coil was detached. The pet lock was separated, which is a result of a successful detachment attempt during the procedure. The reported broken embolization coil was not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The investigation findings do not lead to a clear conclusion about the cause of the reported difficulty detaching.

Event description:
The patient was undergoing a coil embolization procedure in the basilar artery using penumbra smart coils (smart coil), a penumbra smart coil detachment handle (handle), a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter, a non-penumbra stent and another non-penumbra microcatheter. During the procedure, the physician placed a stent in the target vessel. The physician then attempted to advance the smart coil to frame the target location, but experienced resistance and also felt that the coil was stiff. The coil compartmentalized while framing; however, the physician was able to frame it after retracting and advancing it back into the aneurysm. The physician then detached the smart coil using the handle and pulled the pusher wire back after noticing the detachment markers to be separated. Under fluoroscopy, it was noticed that the smart coil was not actually detached and was stretched. It was reported that the physician was not satisfied with the placement of the stent, and therefore, attempted to remove the stent along with the smart coil, but the smart coil continued to stretch even after the stent was removed from the patient. Subsequently, the physician cut the smart coil using scissors and pushed it into the target location. A portion of the smart coil remained in the vessel; therefore, the physician stented this portion of the smart coil against the basilar artery and left and right posterior cerebral artery (pca). The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.